Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was advanced into the anatomy and positioned. The first establishing final arm angle (efaa)was successful, with the clip fully locked. The lock line was raveled with no knots on either end. However, during the removal of lock line, lock line can be heard in contact with the system, and some resistance was felt. At this point the lock line could not be removed further, with approximately 40% of the line removed. Deployment was resumed with the lock line still in the system. Second efaa was achieved, gripper line was removed successfully, and the mandrel was detached. The clip delivery system (cds) was continued to be removed back into the guide, however even with the under-straddling, the lock line could not be removed. Imaging showed two lines still looped around the clip, and any attempts to removed line further, resulted in the clip being pulled into the atrium and open the valve. The patient was sent to surgery for clip removal and valve repair, which was successful. It was later reported that the patient had died on (B)(6) 2025. It is noted that the cause of death was renal failure post surgery due to a prolonged period in ICU with intubation, and being unable to recover. It was also noted that there had been leaflet damage after surgical removed.

Manufacturer narrative:
All available information was investigated, and the reported jammed lock line was confirmed via returned device analysis. Additionally, the lock line was observed to be knotted and the dc handle gripper lever assembly tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the observed knotted lock line and broken gripper lever assembly tabs were unable to be determined. The reported jammed lock line was due to the observed knotted lock line. The reported patient death was due to the reported renal failure. The reported renal failure was due to a prolonged period in ICU with intubation. The reported tissue injury was likely related to procedural circumstances. The reported patient effects of death, renal failure, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was advanced into the anatomy and positioned. The first establishing final arm angle (efaa)was successful, with the clip fully locked. The lock line was raveled with no knots on either end. However, during the removal of lock line, lock line can be heard in contact with the system, and some resistance was felt. At this point the lock line could not be removed further, with approximately 40% of the line removed. Deployment was resumed with the lock line still in the system. Second efaa was achieved, gripper line was removed successfully, and the mandrel was detached. The clip delivery system (cds) was continued to be removed back into the guide, however even with the under-straddling, the lock line could not be removed. Imaging showed two lines still looped around the clip, and any attempts to removed line further, resulted in the clip being pulled into the atrium and open the valve. The patient was sent to surgery for clip removal and valve repair, which was successful. It was later reported that the patient had died on (B)(6) 2025. It is noted that the cause of death was renal failure post surgery due to a prolonged period in ICU with intubation and being unable to recover. It was also noted that there had been leaflet damage after surgical removed.